Event description:
Distributor reports higher than expected act results with the hemochron response coagulation system during a vascular lab application. Act test generated results of approx 600 seconds. The customer expected act results of 300 seconds based on the heparin dose. Exact values of results were not provided. Customer noted that the instrument was indicating a slow motor error. No adverse event(s) reported. This event occurred outside of the united states.

Manufacturer narrative:
Higher than expected act results with the hemochron response coagulation system. Customer tested with tube lot# g2fte166. Method: actual device not evaluated (instrument). Process evaluation performed. Act tube device history records reviewed and found to meet specifications. No related ncmrs or complaint trends identified. Itc has requested all data required for form 3500a.